Manufacturer narrative:
It was noted that the device is not available for evaluation because it was retained by the hospital. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding dislocation involving a restoration adm x3 ins 28/48 was reported. The event was not confirmed. Medical records received and evaluation: a clinical consultant deemed that the provided x-rays and medical records were insufficient for review. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no previously reported similar events for the same lot number. Conclusions: the exact cause of the event could not be determined because insufficient information was received for review by a clinical consultant and the reported device was not returned.

Event description:
It was reported that this patients' left hip was previously revised from a rejuvenate construct. The patient dislocated approximately 6 months after first revision. The patient has been revised again for additional debridement of soft tissue damage.

Event description:
It was reported that this patients' left hip was previously revised from a rejuvenate construct. The patient dislocated approximately 6 months after first revision. The patient has been revised again for additional debridement of soft tissue damage.